Event description:
Information was received that during use of this smiths medical cadd legacy pump (backup pump), the backup pump exhibited high pressure alarm. It was reported that the patient troubleshot the main pump by changing the pump tubing, cassette, and valve. Subsequently, the patient switched to backup pump but the pump also displayed high pressure alarm. According to the report, the author advised the patient to go to the hospital but unknown if advise was taken. No patient injury reported. No reported adverse effects.